Event description:
Patient's mother contacted dexcom technical support on (B)(4) 2014 to report permanent out of range signal on (B)(4) 2014. Dexcom technical support had the patient's mother perform a reset and the reset was unsuccessful for reported issue. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the receiver data log resulted in a firmware error. The reported event of a permanent out of range signal was confirmed. The root cause was determined to be a timing error.